Event description:
Boston scientific crm received information that this left ventricular lead is exhibiting high out of range impedance measurements of greater than 2000 ohms in all configurations, as well as no capture at any outputs. It is believed that the lead has fractured. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the outer insulation, inner insulation, the outer coil cladding and core, and the inner coil wire casing and core were all consistent with the specified materials for easytrak 3, model 4548 leads. Suture tie-downs were located at 230 and 236 mm indicating that the suture sleeve was positioned from approximately 225 - 245 mm. Both the outer and inner coils were fractured at 290 mm and the outer insulation was kinked at the fracture site. The outer coil wire 1 fracture showed evidence of fatigue and overload. Outer coil wires 2 and 3 showed evidence of torsional fatigue. Areas of fatigue were observed on all four of the inner coil wires along with areas of overload on wires 1, 2 and 3. Titanium rich inclusions were observed in a mechanically damaged area of wire 3 and at the approximate fracture origin of wire 4. Several inclusions were observed on all of the inner coil wire sides which were also rich in titanium. The inclusions are likely composed of titanium carbo-nitrides from the (B)(4) manufacturing process.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.